Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed and the reported allegation in this complaint has not been confirmed. Visual analysis of the returned fiber showed that it was in good condition and no defects or melting signs were noted, additionally, the fiber tip was good, and the aim beam was bright and round. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU states: firing the laser when the fiber tip and/or aiming beam is not in clear view may result in damage to non-target tissue and may cause inadvertent damage to the fiber, endoscope or patient. The fiberlase co2 fiber is intended for use in non-contact mode. If the tip is damaged during surgery, it can be quickly repaired using the fiberlase fiber renewal kit. Based on the information available, a conclusion code of device problem excluded was assigned to this investigation.

Event description:
It was reported that during a laryngoscopy procedure, there were two fibers used not working, as the fiber tip was melted. The procedure was completed with a third fiber without patient complications.

Event description:
It was reported that during a laryngoscopy procedure, there were two fibers used not working, as the fiber tip was melted. The procedure was completed with a third fiber without patient complications.